Event description:
A complaint against the infusion device was rec'd on (B)(6) 2012. No allegation details were provided, but it appeared the complaint was related to "display problems." The infusion device was replaced and requested for eval. The pt was contacted on (B)(6) 2012. It was reported the numbers 9, 6, and 8 on the infusion device display cannot be differentiated from each other, and this could lead to misinterpretation of insulin delivery amounts. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.